Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation of the device at the third-party service center, the device failed the low o2 flow test step. No further testing was performed. There was no foam particles observed. Additionally, not related to the reportable event the device was alarming for a circuit disconnect alarm condition. The device's tubing and circuit were checked. No components were replaced. The device was requested to return unrepaired to the customer. The sound abatement foam was replaced preventatively.